Event description:
The endobronchial blocker tube had the balloon to shear off at the et tube when they were withdrawing the blocker tube. A fiberoptic search by bronchoscope did not located separated balloon segment. Procedure was completed and the patient is doing fine at this time.

Manufacturer narrative:
Evaluation: still under investigation.